Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements. The cause of high oor pli was not determined. The device remains in service while the leads were explanted. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.